Event description:
N/a.

Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 06/23/2021. An investigation was conducted on 06/30/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact c-ring. The metal rod of the c-ring was observed to be disconnected from the c-ring body. The c-ring was observed to be intact, no visual defects were observed. The scope wash tubing and retention rib remained attached to the cannula. No other visual defects were observed. Based on the returned condition of the device, the reported failure "detachment of device or device component" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, they were harvesting vein using the hemopro device. At one point, they pulled the hemopro out of the incision and the c-ring strut was pulled apart. They attempted to put the pieces back together but they did not stay together. They opened a second kit to complete the procedure. No injury to the pt.